Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: patient was having an infusion of immunotherapy that had just completed. This nurse went to take down the medication, when patient stated "this has been leaking a bit, that's okay isn't it?". A small amount of fluid aprox. 1/4 to 1/2 teaspoon was on the chairside table. Immediate actions taken: infusion was clamped and taken down, and medication spill was cleaned up. The filtered tubing was investigated to find that the filter on the tubing had a small area that was leaking. This nurse and pharmacist attempted to test another tubing set with normal saline and there was no leakage to the tested tubing.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information